Manufacturer narrative:
A review of the provided images was performed and confirmed a broken cable. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when handling the prograsp forceps instrument, the steel cable broke during use. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.